Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a report from a consumer in the USA of feels like insides are being pulled out during drain, urinary tract infection, use error, touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal treatment was reported to be ongoing. Initially the home patient (hp) contacted baxter technical services (bts) to request assistance with an unrelated alarm which occurred on the homechoice (hc) during peritoneal dialysis (pd) therapy. During the conversation, the hp stated he has an infection and is on an antibiotic (unspecified). On (B)(6) 2012, further information was received from a consumer. On an unreported date in (B)(6) 2012, the patient made a touch contamination (details not provided), which resulted in the peritonitis (previously reported as infection). The patient reported that the feeling of insides being pulled out during drain (previously reported) was associated with peritonitis. The patient stated that there was a lot of fibrin in the line. The patient was not hospitalized for the peritonitis. On an unreported date in (B)(6) 2012, the patient was treated with vancomycin, ip, for the peritonitis. On an unreported date in (B)(6) 2012, vancomycin was stopped and the patient was placed on an unspecified antibiotic for 21 days (dose, frequency, not reported). On (B)(6) 2012, baxter product surveillance contacted the pd nurse (pdn) and received the following additional information. The pdn confirmed the report of peritonitis. The pdn reported, in addition to the peritonitis, the hp is being treated (unspecified) for a urinary tract infection with culture (B)(6) for escherichia coli. The pdn stated the cause of the peritonitis was use error due to the hp reusing an ultra-bag and also due to touch contamination. The pdn reported the hp had run out of his supply of drain bags, so he connected and re-used an ultrabag to drain only. Upon completion of the drain, the hp put the ultra bag in a utility sink and then put it in the trash. The hp realized that he did not use the fill bag portion of the ultrabag, so he retrieved the ultrabag from the trash, and connected to the y connection to perform the fill for his next therapy. The hp explained to the pdn that he thought it would be fine because the frangible had not been broken on the fill bag. The pdn reported she re-trained the hp on the proper procedure and explained to the patient that although the solution in the fill bag would be fine, the connection being re-used was contaminated. The pdn reported she believed the patient was recovering from the peritonitis initially and then made a touch contamination causing the fourth wbc count to start elevating again and resulted in the different effluent culture results. On (B)(6) 2012 the patient was hospitalized to have his pd catheter removed. The pd catheter was removed on (B)(6) 2012. At the time of this report antibiotic (unspecified) treatment (dose, frequency, not reported) was ongoing. It was reported that although the patient was not hospitalized for the peritonitis the patient remains in the hospital recovering from the peritonitis. The hp is expected to be re-evaluated in approximately 2-3 months for returning to pd therapy. Per the pdn the urinary tract infection was not associated with the peritonitis or pd therapy. The pd confirmed the cause of the peritonitis was due to use error and not associated with a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis by the patient described as touch contamination. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.